Event description:
The home pt (hp) became fluid overloaded while using the homechoice cycler for apd therapy. The hp was reportedy steadily retaining fluid for approximately 1 month until hp became fluid overloaded and subsequently hospitalized in 2004. The hp was treated in the hosp by performing manual capd exchanges every 2-4 hours using 4.25% dextrose dianeal solution. The hp was released on the next day and their homechoice cycler was subsequently replaced at the hp's request. There were no sequelae as a result of this issue.